Event description:
A malfunction alarm was reported with a malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to call back if the issue recurs and was advised to continue using the pump.